Event description:
Report states patient was revised due to instability. Update - maude report (B)(4) voluntarily submitted by patient and received by depuy on (B)(6) 2012 states that the reasons for her (B)(6) 2012 revision were numerous partial dislocations, resulting in pain and elevated cobalt and chromium levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Report states patient was revised due to instability. Doi: (B)(6) 2009 dor: (B)(6) 2012 (right hip). Update - maude report ((B)(4)) voluntarily submitted by patient and received by depuy on (B)(4) 2012, states that the reasons for her (B)(6) 2012 revision were numerous partial dislocations, resulting in pain and elevated cobalt and chromium levels. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Follow-up for additional event information was conducted utilizing work instruction (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 02, 2017: litigation received. Litigation alleges implant failure, metallosis, infection, pain, swelling, bursitis, lack of mobility, metal ions, bone erosion, and pseudotumors. Stem was added for the alleged metal ions. Cup was added for the alleged infection. Pfs indicates patient underwent another surgery on (B)(6) 2011 as a result of infection and residual metallosis in the right hip. However, there is no information that could confirm that this was a revision, so, this will not be reported yet. Should there be new information for this date, a new com will then be created. This complaint was updated on: may 19, 2017.

Manufacturer narrative:
UDI:(B)(4) added: (date of birth) ,

Event description:
Update sep 1, 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges that the patient had occasional popping and slipping sensation, and that x-ray revealed the ball had come out of the socket easily. After review of the medical records for the MDR reportability, it was reported that the metal ion levels were above 7 ng/ml. There were no revision notes provided. This complaint is updated on sep 26, 2017.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.